Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarm. Reportedly, the pump was not under extreme temperature conditions. In addition, the pump battery reportedly depleted from 90% to 0% after being charged. The customer's blood glucose (bg) level was 300 (mg/dl). The customer used and alternate pump to address bg level and for back up insulin therapy.